Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the therapy cable that connects the device and the defibrillation electrodes made intermittent contact, which caused the device to intermittently display a dashed line for the ECG waveform. With a known good cable, proper device operation was observed through functional and performance testing. The customer was advised to purchase a new therapy cable. Following evaluation, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed quik-combo therapy cable and determined that the cause of the reported failure was due to bent blades inside the high voltage sockets (1 and 4) on the distal quik-combo connector of the quik-combo therapy cable. Due to the bent blades inside the high voltage sockets, there was a loose connection which caused the device not to detect a connection and not to charge and deliver defibrillation energy.

Event description:
The customer contacted physio-control to report that their device did not register any ECG through paddles lead during a synchronized cardioversion procedure. A dashed line was displayed on the screen after the defibrillation electrodes had been applied to the patient. The device didn't recognize a patient connection. The customer then used a back-up device to treat the patient. There was patient use associated with the reported event however, there was no adverse patient outcome reported.